Manufacturer narrative:
The device was returned for analysis. The difficulty to advance was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties cannot be determined. The subsequent treatment is due to the circumstances of the procedure. In this case, it is possible the sheath became kinked or obstructed due to interaction during insertion causing the resistance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a diagnostic catheterization procedure with a 7f sheath. Reportedly, there was resistance felt when advancing the device. The device was removed. The sheath was upsized to 8f, and another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.